Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, two years after an inguinal hernia repair surgery, the patient had difficulty eating due to short bowel syndrome and is living on central venous nutrition. The patient became ileus, was transported to the hospital due to an emergency which resulted in a significant amount of intestinal resection, anastomized and reconstructed. It was noted the device was then removed and discarded.

Manufacturer narrative:
Additional information: b5, g3 correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, two years after an inguinal hernia repair surgery, the patient had difficulty eating due to short bowel syndrome and is living on central venous nutrition. The patient became ileus, was transported to the hospital due to an emergency which resulted in a significant amount of intestinal resection, anastomized and reconstructed. It was noted the device was then removed and discarded.